Event description:
Follow up information reported that the patient had no concerns with their device and/or therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Recharger: model 37752, serial# (B)(4), programmer: model 37743, serial# (B)(4), lead: model, serial# (B)(4), implanted: 2000 (B)(6), explanted: na, extension: model unk, serial# (B)(4), implanted: 2000 (B)(6), explanted: na.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient experienced a loss of therapy and that they never were able to get the charger unit to work. It was noted the patient did work with the manufacturer¿s representatives and they were able to get everything ¿all set¿ but when they got home the ins depleted again. It was noted that the patient¿s ins had exceeded the 3 strike condition and was to have the ins replaced but this never happened. Specifically, the patient had went in for the pre-op visit about a year ago and was told their physician was moving to (B)(6) and could not do the replacement. The patient was not receiving therapy at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had telemetry issues with their implantable neurostimulator (ins). The patient stated that her ins had not worked in 3 years and, with the assistance of the company representatives, it was attempted to get it recharged many times to get it to work again without success. The patient was to have the ins replaced. Additional information was requested, but was not available at the time of this report.